Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and unexpected error test. The pump had intermittent button response on the escape and the express bolus buttons due to flattened dome switches (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly.

Event description:
The customer reported via phone call that they were in the hospital on (B)(6) 2018 having problems with the esc button and blood glucose levels were up to 586 mg/dl. The customer had a heart attack. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The hospitalization treatment: insulin, blousing with insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches.the stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had intermittent button response on the esc and the express bolus buttons due to flattened dome switches (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly.